Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt's system controller alarmed low voltage even though it was connected to charged batteries and the history could not be viewed. The pt's power module pt cable also caused red heart alarms when connected to the black lead. During the investigation of the returned system controller and power module pt cable, inner conductor breakdown in the power module pt cable was found.

Manufacturer narrative:
The reported event of a red heart and low voltage alarm was confirmed with the eval of the returned 12v power module pt cable. During analysis, the returned cable was connected to lab equipment and manipulation of the pt cable at the y-section produced a low voltage alarm. Upon disconnecting the white power lead, a red battery alarm was displayed on the test sys controller followed by a red heart alarm. The flow gauge meter was fluctuating from 0 to 2 lpm. The returned cable was tested for continuity using an ohm meter and the results of the test failed specifications. The test results revealed the power lines that supply voltage to the system controller in both power leads had either high resistance or an open circuit. Due to the conductor breakdown of the power lines in the black power lead, the test system controller could not be supported solely on the black power lead during a power exchange. The analysis of the conductor breakdown appeared to be related to cyclic flexing of the power leads over an extended period of time. Usage of the device: the usage of the returned power module pt cable (lot #34585460109; MFR date august 2009) is not known to the MFR as the pt cable is not labeled for single use. No further info is available. The MFR is closing its file on this event.